Event description:
User facility reported that the device was use with a pt when it was observed that the tracheal tube softened, which created an occlusion. Ventilation was unable to be administered to the pt; therefore, the tube was replaced. No pt related medical sequela reported.

Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.